Event description:
It was reported that the procedure was to treat a lesion in right coronary artery (rca)). The 014 bmw hydro guide wire (gw) was placed in the intended location; however, an unspecified balloon was not able to be advanced over the gw due to a metallic bulge [break] on the gw. Therefore, the gw removed and a pilot 50 gw was used to continue the procedure. Then a dissection occurred and a long-unspecified stent was implanted for treatment. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.